Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connecting tube from the endoscope re-processor cannot be connected to the channel connector in the reprocessing basin. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed, since the actual malfunction is related to the test air tube not being able to be connected. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed from the investigation results that leak test air tube was unable to be connected as connector was hit by something hard or loosened and damaged. As a cause of the loosened connector, that the user may have applied stress to the connector toward loosening direction, and the stress was accumulated. The event can be detected and/or prevented by following the instructions for use which state: 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Warning do not use the reprocessor if any connector seems to be damaged or defective. Using the reprocessor when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.